Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 517 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with lispro insulin. Customer changed infusion set and gave a bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.